Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2019 and mesh was implanted during which the surgeon noted extensive adhesions. Once the tedious, prolonged and extensive lysis of adhesions was performed, the mesh was removed. The small bowel desterilizations were repaired. It was reported that the patient experienced severe pain, discomfort, diarrhea and chills. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, d3, g1.